Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophageal and jejunal anastomosis on a laparoscopic endoscopic radical gastrectomy, the surgeon was able to press the green button but unable to squeeze the handle, so the device did not fire. The next reload had the same difficulties. The handle and reload was replaced and fired, but there was poor staple formation and incomplete staple line. This caused an esophageal tissue tear. The incision was extended more than one inch because the surgery was converted to an open surgery. The surgical time was extended for three hours. The surgeon performed manual suture to complete the case. The hospitalization would be extended for at least a week because the patient would be under observation.